Event description:
It was reported that during a low anterior resection procedure, when checking the donuts, they realized they were not complete. When checking the suture, there was an area with open staples. The sense of firing seemed correct. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.